Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the surgeon could not move the laser probe within the trocar. The surgeon was able to get the probe into the trocar but it did not maneuver well and when the probe was removed the trocar came out with it. The procedure was completed without patient harm.

Manufacturer narrative:
Additional information has been provided. The customer reported that the laser probe, lot number (l/n) 17029435x, could not be maneuvered well once it was inserted into the trocar. The surgery was completed by using another laser probe. There was no patient impact. The sample was disposed. The 25 gauge illuminated flex curved laser probe (l/n 17029435x) was manufactured on august 22, 2017. Based on quality assurance assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).